Event description:
The institutional biomedical engineer reported that when he turned on the ventilator, the touchscreen did not respond during clinical use on a patient, with subsequent clinical details received from the institutional risk manager. A (B)(6) year old patient of unknown gender and medical history was receiving 6 liters (l) of oxygen via nasal cannula for an unspecified indication, when the patient alarm began showing desaturation. The staff then attempted to apply bipap v60 ventilator; however, the touchscreen was frozen, and the staff was unable to get the screen functioning. The patient then continued to decompensate and was intubated. The event outcome was unknown. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed and duplicated the reported issue. The rse advised the customer to swap the ui assembly from another unit if available and advised that they may need to replace the touchscreen. The investigation is ongoing.

Manufacturer narrative:
This report has been downgraded from a serious injury to a product problem as per the additional information provided, the v60 device was started as a treatment intervention for the event of desaturation. The patient's significant medical history including lung adenocarcinoma s/p right lower lobectomy with adjuvant chemotherapy, respiratory distress and hypoxemia are pulmonary insults in which pulmonary function can deteriorate even with ventilatory support. A 59-year-old female (height: 5'3"; weight: 79.9 kg) with relevant medical history of lung adenocarcinoma s/p right lower lobectomy with adjuvant chemotherapy, chronic obstructive pulmonary disease (copd), gastritis with gastroesophageal reflux disease (gerd), hypotension, reactive airway disease, tobacco abuse, bell's palsy, joint pains, back pain, osteopenia, trigeminal neuralgia, allergic rhinitis, and hidradenitis was receiving 6 liters (l) of oxygen via nasal cannula for respiratory distress with hypoxemia. Concomitant medications included acyclovir, azactam, diuril, lomotil, zarxio, aquaphor, humalog, prevacid, solumedrol, vancomycin, klorcon, and proamatine. The patient desaturated to a peripheral capillary oxygen (spo2) of 81%. The patient's oxygen therapy was transitioned to v60 bipap therapy. The patient continued to decompensate and was intubated. Post intubation, the spo2 value improved to 94%. The patient's condition stabilized overnight. A subsequent bronchoscopy showed mucopurulent secretions in the left lower lobe (lll). The patient was extubated at approximately 48 hours. The device was evaluated by the institutional biomedical engineer (bme) with the assistance from a philips remote service engineer (rse). The bme was advised to turn the unit on and verified that the touchscreen did not respond. The bme attempted a touchscreen calibration. The rse suggested swapping the user interface (ui) assembly with another unit if available and provided the bme with the part number for touchscreen (front bezel) 1142908 45356153906. Due to he touchscreen issue, the device was not imitated on the patient. Based on the additional information received, no patient harm or injury was incurred as the device was never initiated on the patient due to the frozen touchscreen.

Manufacturer narrative:
Upon further internal review, the primary rationale for the case downgrade from a serious injury to a product problem was device was not initiated on the patient due to the frozen touchscreen. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if the remote service engineer's recommended repair activities do not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event. Attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.